Event description:
It was reported that the user observed elevated blood glucose after forgetting to announce a late meal and removing the ilet pump for approximately 40 minutes to charge, during which insulin delivery paused and insulin remaining appeared reduced. Once reconnected, the pump delivered corrections and glucose began trending down, and the glucose later returned to range. Symptoms included hyperglycemia peaking at 329 g/dl without reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to user interface and a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.